Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Upon additional review, this report was submitted in error. The following information does not apply to this event: "it was reported that patient recovered completely and is no longer experiencing pain from the increased spasticity." The remaining information was previously reported in manufacturer report #3007566237-2016-04258.

Manufacturer narrative:
Section d references the main component of the device system; the other relevant components include: product ID 8780 lot# serial# (B)(4) implanted: 2014 (B)(6) explanted: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient who was receiving lior esal 2000 mcg/ml at 400 mcg/day via intrathecal drug delivery pump for sever cerebral palsy and spastic quadriplegia. It was reported that at the patient¿s refill in the past month there was a high residual volume of >50% and the patient experienced a lack of itb effect and increased spasticity. In the operating room (or) a small kink was noted near the catheter connector and there was no cerebrospinal fluid (csf) from the cap port or with aspiration. X-rays looked normal. When the catheter was cut past the kink there was good csf flow. A new catheter piece and connector were attached.

Event description:
Additional information was received from a manufacturer representative. It was reported that patient recovered completely and is no longer experiencing pain from the increased spasticity.